Event description:
It was reported via user/facility medwatch # (B)(4) that shaft break occurred. A 3.75mm x 30mm nc emerge balloon catheter was selected for use to dilate the lesion. However, when the physician was inserting the balloon into the patient via the touhy, the balloon snapped into half. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Date of event updated from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Date of event: used the first day of the month of (B)(6) since the only given date of event was (B)(6) 2019.

Event description:
It was reported via user/facility medwatch # (B)(4) that shaft break occurred. A 3.75mm x 30mm nc emerge balloon catheter was selected for use to dilate the lesion. However, when the physician was inserting the balloon into the patient via the touhy, the balloon snapped into half. The procedure was completed with a different device. No patient complications reported.